Manufacturer narrative:
The pump was returned for low battery alarms. The detailed trace analysis does not confirm low battery alarms. However, a power loss alarm was triggered when the backup battery unloaded voltage was less than 3.7v for 240 consecutive minutes. During testing, the pump gave intermittent blank display due to power connector not fully connected. The pump was received with minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had low battery life. Customer's blood glucose was unknown. Customer agreed to return the device for analysis.